Event description:
The customer reported to olympus that the evis lucera duodenovideoscope had a cut wire. During inspection and evaluation, there was a gap between the plastic cover and the bonding part of the distal end. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.

Manufacturer narrative:
Establishment name: (B)(6). The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: due to wear of angle wire, bending angle in up direction and the play of up/down knob does not meet specifications, adhesive on bending section has a crack, nozzle is deformed, the following have a scratch: connecting tube, plastic distal end cover, lock engagement knob, up/down knob, switch box,universal cord, scope cover, grip, control unit and distal end. Adhesive around light guide lens is peeled, and electric connector is dirty due to water leakage. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to use stress, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: "visually confirm that there are no scratches, chips, dirt, gaps around the lens, or other abnormalities on the lens at the tip of the endoscope." Olympus will continue to monitor field performance for this device.